Event description:
Acl revision surgery, left knee, with btb graft. Drill old femoral tunnel (to 8mm) to fill the hole with milagro advance. Insert a 8x23mm milagro advance screw but it is too small, almost comes out. Insert a 9x23mm screw instead, it is hard and with almost all screw inside the tunnel, the driver brakes. Approx 15mm is stuck inside the screw. It is really hard to get it out and the surgeon uses shaver and different instruments to remove screw enough to be able to remove the driver. Finally he can remove the end of the driver and continue the surgery. Now he decide to use the old tunnel to finish surgery. Use the same tunnel for this acl surgery and used endobutton to fixate. This extended the procedure time 45 minutes. Additional information from affiliate: 1. Do you know when the original surgery was? (B)(6) 2014. 2. What type of anchor was used? Endobutton, total length 38 mm, socket 28 mm, drilled with a 9 mm reamer. 3. What was the reason for the revision surgery, pain, range of motion? New acl rupture, never ok after surgery, persisting instability. Arthroscopy in (B)(6) shows acl insufficiency 4. When did the issues begin? If the question relates to the knee please see answer on question 3.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the distal portion of the hex driver is twisted and broken. This complaint can be confirmed. It was reported that the hole was prepared for size 8mm and the driver was used to implant a 9x23mm. For size 9x23mm screw, a 9 & 10mm tap should have been used to prepare the hole. It was also reported that the screw was hard to insert. This failure is consistent with excess torque being applied and over time leads to this failure. This failure is attributed to the user not following the instruction of use properly. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Acl revision surgery, left knee, with btb graft. Drill old femoral tunnel (to 8mm) to fill the hole with milagro advance. Insert a 8x23mm milagro advance screw but it is too small, almost comes out. Insert a 9x23mm screw instead, it is hard and with almost all screw inside the tunnel, the driver brakes. Approx 15mm is stuck inside the screw. It is really hard to get it out and the surgeon uses shaver and different instruments to remove screw enough to be able to remove the driver. Finally he can remove the end of the driver and continue the surgery. Now he decide to use the old tunnel to finish surgery. Use the same tunnel for this acl surgery and used endobutton to fixate. This extended the procedure time 45 minutes. Additional information from affiliate: do you know when the original surgery was? (B)(6) 2014. What type of anchor was used? Endobutton, total length 38 mm, socket 28 mm, drilled with a 9 mm reamer. What was the reason for the revision surgery, pain, range of motion? New acl rupture, never ok after surgery, persisting instability. Arthroscopy in july shows acl insufficiency.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
Acl revision surgery, left knee, with btb graft. Drill old femoral tunnel (to 8mm) to fill the hole with milagro advance. Insert a 8x23mm milagro advance screw but it is too small, almost comes out. Insert a 9x23mm screw instead, it is hard and with almost all screw inside the tunnel, the driver brakes. Approx 15mm is stuck inside the screw. It is really hard to get it out and the surgeon uses shaver and different instruments to remove screw enough to be able to remove the driver. Finally he can remove the end of the driver and continue the surgery. Now he decide to use the old tunnel to finish surgery. Use the same tunnel for this acl surgery and used endobutton to fixate. This extended the procedure time 45 minutes. Additional information from affiliate: do you know when the original surgery was? (B)(6) 2014. What type of anchor was used? Endobutton, total length 38 mm, socket 28 mm, drilled with a 9 mm reamer. What was the reason for the revision surgery, pain, range of motion? New acl rupture, never ok after surgery, persisting instability. Arthroscopy in july shows acl insufficiency. When did the issues begin? If the question relates to the knee please see answer on question 3.